Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure, the lead was otherwise normal.

Event description:
It was reported that the sensing amplitude had decreased since implant. X-ray confirmed lead dislodgement. The lead was explanted when repositioning was unsuccessful.